Event description:
The customer reported that during a patient event, their device lost power while monitoring the patient. The customer indicated that they had noticed the batteries appeared to be depleting at an expedited rate prior to the event. During the event, the batteries reportedly contained nearly a full charge on them. The customer did not report that defibrillation therapy was required on the patient during the event. There was no report of any adverse affects caused to the patient.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that one of the battery connector pins (negative) in the battery wells was pushed into the case and could not make an appropriate connection to the battery assembly. Physio-control reseated and repaired the battery pin grommet, tightened the pin retainer nuts and replaced the battery pins themselves, then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.